Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred. Additionally, it was reported that the pump battery could not be charged. The customer did not have an alternate method of insulin therapy available and managed their blood glucose through diet. There was no adverse impact to the customers blood glucose level.